Event description:
Received information that an 840 ventilator lower graphical user interface (gui) display was blank. Device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the event. The 840 ventilator did not stop cycling. Covidien service technician verified the malfunction. Service technician inspected the device and replaced the gui central processing unit (cpu) printed circuit board assembly (pcba). Device pass all tests.

Manufacturer narrative:
Covidien reference number (B)(4).